Event description:
It was reported that patient presented to the clinic after receiving an alert for eri and was observed via remote transmission. The device was unable to be interrogated. Further investigation noted that the device reached eri in a short period time frame. The device was explanted and replaced. Patient condition was good.

Manufacturer narrative:
The reported inability to communicate with the device was found to be caused by low battery voltage. The low battery voltage was due to premature battery depletion. Based on all available parameter and usage information, device longevity was found to be below the expected limits. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.